Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 49 mg/dl. The cause of bg was unknown. Bg was addressed with juice. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: complaint could not be confirmed. User made back to back bolus requests while still having insulin on board. Cgm alert 3 (cgm glucose reading below user¿s threshold) annunciated at 3:47 am on (B)(6) 2018. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests while still having insulin on board could lead to low blood glucose (bg) levels. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.